Event description:
The information received states that when the physician attempted to withdraw the tempo catheter out of the patient, it would not retract easily, and when torsion was applied to it, the distal tip of the catheter fractured, leaving a 3cm piece on the tip of the guidewire. The information received from the account states that this female patient was presented to the interventional lab with severe intermittent claudication related to iliac and severe superficial femoral artery stenosis, bilaterally. The iliac arteries were severely calcified. The information states that the physician cannulated the left common femoral artery and placed a flush catheter into the distal aorta and an angiogram was performed. Following the angiogram, the physician successfully placed this tempo catheter into the right common iliac artery using a contralateral approach and exchanged guidewires for a stiff guidewire. He then attempted to advance a 6fr and 8fr guidesheath over the aortic bifurcation, to the right iliac, but the sheaths would not advance. The physician than re-advanced the tempo catheter back to the target vessel on the right side, exchanged the stiff guidewire for a meyer wire in an attempt to place a different catheter across the lesion. Once the wire was in place, the physician attempted to withdraw the tempo catheter, but it would not retract easily, and when torsion was applied to it, the distal tip of the catheter fractured, leaving a 3cm piece on the tip of the guidewire. The physician then attempted to retrieve the catheter tip by exchanging the 6fr sheath for an 8fr sheath, but the catheter tip got hung up on the tip of the sheath. The physician then attained right femoral access, used a cross-over technique, and selectively cannulated the left common iliac artery. Once this was achieved, the physician pre-dilated the stenosis with a 4mm and 6mm balloon. The physician was then able to pass catheters across the lesion without difficulty.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.